Manufacturer narrative:
(B)(4). Date sent: 3/1/2026. D4 batch #: unknown. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that robotic sigmoid procedure the stapler was fired; however, the knife blade did not cut through the proximal stump. Under direct visualization using a flexible sigmoidoscope, it was observed that the anvil was lodged in the proximal segment of the colon. The procedure is ongoing, and the issue is causing complications for the patient.

Manufacturer narrative:
(B)(4). Date sent: 4/10/2026. D4: batch # 691d91. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage with anvil missing. Only the casing half washer was present and there were no staples present. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The anvil was inserted and removed without difficulty and no cutting issues were noted. The event described could not be confirmed as the device was returned without detectable damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 691d91, and no non-conformances related to the reported complaint condition were identified.